Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during kyphoplasty procedure, each balloon was inflated with 3 cc. At a pressure of 457mm hg, the right balloon ruptured and the left balloon remained inflated. Patient complications are unknown.